Manufacturer narrative:
(B)(4).

Event description:
A few hours after completion of a tonsillectomy procedure using a tonsil tip and a suction coag tip, the patient continued to have a significant amount of bleeding. The patient was brought back into the or in order to control the bleeding and was subsequently admitted to the hospital for overnight observation. It was also noted that the patient had a significant amount of scar tissue build-up on their tonsils, which made the procedure more difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.